Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgical procedure the device load did not fire, there was problem unloading the device and it had a poor staple formation. The patient is alive with no injury.